Event description:
The patient contacted animas on (B)(6) 2012 reporting high blood glucose (bg) to the 600 mg/dl range. The patient reported treating with a correction bolus without bgs resolving but when an injection was given bg would decrease. The patient confirmed no changes in health, nutrition, or activity. Customer support reviewed the pump with the patient. The patient confirmed that the pump settings were correct and the patient was delivering the pump suggested amounts. The alarm history showed no alarms for the time of the elevated blood glucose. The bolus and basal history were correct and were reflected in the pump total daily dose history. The patient reported that the site was removed 4 days ago but there were no noted issues with the set. Customer support advised the patient that the pump appeared to be working as it should be and the cause of the high blood glucose was unknown. This report is made based on the allegation that the patient experienced hyperglycemia of unknown cause while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activities outside of normal use was observed in the pump black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.